Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2014 and mesh was implanted. Approximately two weeks post op the patient developed a small bowel obstruction and was readmitted to the hospital on (B)(6) 2014. A CT scan was done and revealed fluid around the mesh. The patient was discharged on (B)(6) 2014 without any surgical intervention. A culture of the incision was done on (B)(6) 2014. The patient was diagnosed with an infected wound and was readmitted on (B)(6) 2014. The patient underwent a reoperation to have the mesh removed. The wound remains open and is being treated with wet to dry dressings. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.